Manufacturer narrative:
(B)(6).

Event description:
(B)(6) registry. It was reported that the patient died. In (B)(6) 2018, the subject presented with stable angina and was referred for the cardiac catherization. The index procedure was performed on the same day. The target lesion 1 was located in the mid right coronary artery (rca) with 90% stenosis and was 22 mm long and a reference vessel diameter of 3.5 mm. The target lesion 1 was treated with pre-dilatation and placement of 3.50 mm x 24 mm promus premier stent system. Following post dilation residual stenosis was 0%. Three days later, the subject was discharged on clopidogrel and aspirin. In (B)(6) 2020, post index procedure the subject died. No other action was taken to treat the event. No other information is available as this time of reporting.

Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2018, the subject presented with stable angina and was referred for the cardiac catherization. The index procedure was performed on the same day. The target lesion 1 was located in the mid right coronary artery (rca) with 90% stenosis and was 22 mm long and a reference vessel diameter of 3.5 mm. The target lesion 1 was treated with pre-dilatation and placement of 3.50 mm x 24 mm promus premier stent system. Following post dilation residual stenosis was 0%. Three days later, the subject was discharged on clopidogrel and aspirin. In (B)(6) 2020, post index procedure the subject died. No other action was taken to treat the event. No other information is available as this time of reporting. It was further reported that an autopsy was not performed and the primary cause of death was unknown. The event was not related to covid-19.

Manufacturer narrative:
E1- initial reporter facility name : (B)(6) hospital.